Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when the nurse placed the PICC catheter in this patient, resistance was felt when the seldinger was being introduced in the process of puncture and it was rebounded. Upon removal, bifurcations were found at the proximal end of the seldinger. A new seldinger was used.

Event description:
It was reported that when the nurse placed the PICC catheter in this patient, resistance was felt when the seldinger was being introduced in the process of puncture and it was rebounded. Upon removal, bifurcations were found at the proximal end of the seldinger. A new seldinger was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed but the exact cause remains unknown. One 4.5 fr microez microintroducer was provided for evaluation. Three photo samples of a microintroducer were also provided and corresponded with the condition of the returned physical sample. The dilator was not returned and the sheath has not been split. Damage at the distal end of the sheath was noted. Microscopic inspection of the grey sheath revealed inward bunched deformation. A longitudinal split was also observed extending from the distal end near the bunched region. Based on the condition of the returned sample, possible contributing factors include advancement against resistance, steep insertion angle, and inadequate skin nick, since bunching and split damage was found to be present on the sheath, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.